Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer family member reported via phone call that the customer passed away at home and was found lying on the floor. The cause of death was unknown but thought to be issues with blood glucose by the next of kin. The caller stated that the customer had no illnesses that the caller was aware of that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer was not using sensors. The caller stated no autopsy was done to confirm the customer's cause of death. The caller declined to return the insulin pump for analysis. The insulin pump will not be returned for analysis.